Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the left anterior descending artery. A 6mmx2.75mm wolverine coronary cutting balloon was selected for use. It was reported that the balloon could not be opened. During the procedure, the balloon ruptured at 4-6 atm. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was stable after the procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination of the hypotube identified no damages. No issues identified with the hypotube shaft. A visual and tactile examination identified no kinks or damages. A detailed microscopic examination of the balloon material identified a pinhole above the distal markerband in the balloon. An examination of the proximal and distal markerband identified no issues. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. The device was attached to an encore inflation unit, the balloon inflated, and a pinhole leak was found above the distal markerband. No other issues were identified.